Event description:
It was reported that during a procedure to change implant due to normal battery depletion, an impedance check was performed on the implant prior to the change and impedances were the same as those recorded during follow-ups throughout the previous implant's lifetime. However, when switching to the new implant, pins 4 and 7 turned orange, indicating a short circuit, and the patient no longer felt any paresthesia, even at high intensities. It was unknown what may have led or contributed to the issue, the cause of the problem was not yet determined. They tried changing the adapter, and the same thing happened: no paresthesia.; post-operative impedance monitoring showed lead contacts 0-3 functioning, paresthesia on left side and lead contacts 4-7 with no paresthesia even at high intensities. They tried a programming test to cover the patient's painful areas without success. There was coverage of paresthesia on the left and pain on the right side. Session reports of the previous implant vs the new implant were provided, in which the new implant session report noted impedances less than 150 ohms and the previous implant session report noted it had reached eri. There was ongoing discussion with the doctors to consider re-operation. The stimulator was switched off pending decision and analysis by technical department. The issue was not resolved at the time of report.  It was noted surgical intervention was planned: a return to the operating theatre is planned to change the electrode but no date was known. Additional information was received. The manufacturer representative (rep) was asking about potential causes, and technical services noted that a battery replacement doesn't cause any damage to the rest of the system, switching from a voltage system to a current system will not affect the system integrity, but it is known that sometimes due to accidental mishandling the leads/extension/adaptor can be damaged. Technical services stated that the system normally is damaged during handing, such as implant and revision. It is known that very old leads-extension as well as the adaptors, because of the many years of usage (stretching, twisting, ...) Could potentially be more prone to be broken when handled. They noted that when reviewing the provided session reports that prior to the implant battery replacement, contacts 4-7 were low at 113 ohms, which is consistent with the new battery showing less than 150 ohms for these contacts, suggesting that replacing the battery did not cause the impedance issue. They noted the configuration between the first implant and the newer implant at the beginning of the interrogation does not match. They questioned if the lead moved, however the rep noted that no x-ray was done, and technical services suggested this may provide more information on the status of the 4-7 electrodes within the patient. The rep tried all combinations, increasing the intensities up to 16, with no result. Contacts 0-3 were working perfectly. The rep noted they tried cross programming 1+ and 5-, and reversing the poles, and still there was no success. The programs had been changed because the patient no longer felt paresthesia. The patient told the rep that before, he was well covered. They noted that if the leads have been inverted or migrated, then it would be possible the stimulation effects are not the same. No date was yet scheduled for an additional surgery, the doctor will see the patient again in 15 days to assess whether changing electrodes or explanting the entire system.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 38872836, serial/lot #: (B)(6), ubd: 21-mar-2005, an additional regulatory report will be submitted for the impedance issues with the new system/new implant mentioned in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.